Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarm. The customer's blood glucose was 189 mg/dl at the time of incident. Customer replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing and insulin did not exit. Customer stated they had another infusion set for testing. Customer states insulin did not exit the tubing. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.